Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. It was reported that a final angiogram showed that there was a type 1a endoleak which filled the neck bubble but did not appear to fill the aneurysm sac. There was also retrograde filling of the sac that appeared to originate just proximal to the aortic bifurcation. The physician did not want to re-balloon and kissing balloons were used beginning at the flow divider down to the distal limbs. The physician decided to close the patient. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Additional information received reported that the physician believed that the cause of the type ia endoleak was due to a short angulated neck with a bubble.

Manufacturer narrative:
(B)(4).

Event description:
Review of several returned angio videos at implant confirmed that the bifurcate was positioned just below the renal arteries; the ipsi limb was placed into the right common iliac and the contra limb into the left iliac. The limbs crossed over each other in the distal aorta. The neck was moderately angulated. A proximal type I endoleak was seen on the outside of the proximal portion of the bifurcate, within the neck where there was little stent graft apposition. Another area of contrast was seen near the distal aorta. The endoleak type could not be confirmed; may be a type ii, iii or IV.